Event description:
The suspect device result was 525 mg/dl. Their family member called 911 and when the emts arrived and used their meter to check their glucose the reading was lo. Patient was treated with an IV. Controls were not used. The device was coded with an expired test strip code key. The device was replaced and requested to be returned for evaluation.